Event description:
The leads were returned to the manufacturer after being explanted due to an unrelated infection. The leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the medial segment of the lead was returned, analyzed and analysis noted the proximal conductor was fractured. It was noted there was blood/body fluid on all conductors (not obstructed), the inner tubing was kinked/buckled, and the outer insulation had cosmetic environmental stress cracking. (B)(4) - the distal segment of the lead was returned, analyzed and analysis noted the proximal conductor was fractured. It was noted the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), and the outer insulation was breached (clavicle-rib crush), the outer insulation was melted, had cosmetic environmental stress cracking, was breached cut and had a white substance. There was blood in/on the helix/lobe mechanism.